Manufacturer narrative:
The most possible root cause cannot be determined based on the available information. There is no information that reasonably suggests that there was a malfunction of the zeiss device that could have contributed to the reported unexpected surgical outcome. A number of factors not related to the lolmaster may have influenced the surgical outcome. Not all are controlled by the manufacturer. Note: the customer indicated that they acquired the device from a third-party reseller.

Event description:
The customer reported that their iolmaster 700 is measuring the cylinder (cyl) value 1.5 diopters higher than expected. A lens reimplantation was performed for one patient.